Event description:
During the preoceudre, a leak from the occlusion balloon wire. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician then observed during the procedure that the occlusion balloon wire was leaking. The device was removed. The patient is reported to be fine.